Manufacturer narrative:
Product analysis results: visual and optical examination of the returned instrument confirmed one of the tangs at the tip of the inserter has been broken off. The fracture surface is relatively flat and brittle. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the devices nor the product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion due to lumbar canal stenosis. Intra-operatively, the tip of the inserter was found to be broken off when the inserter was removed after placing the cage at l5/s. The broken tip was found in the operative field when the reported inserter was removed. There were no patient complications as a result of alleged event. There was a delay of less than 60 mins in procedure time as a result of alleged event. The patient issue was resolved.